Event description:
It was reported the pt experienced shocking at the ipg pocket site when attempting to communicate with external devices. Follow up with an sjm representative revealed the pt's system was interrogated and multiple contacts showed invalid impedances. The pt is scheduled for x-rays. The ipg is functional and communicates with external devices without issue. Reference MFR report #1627487-2013-11817 for related lead issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.